Event description:
It was reported the patient has been experiencing ineffective left foot stimulation since implant. Subsequently, an sjm representative reprogrammed the patient's scs system. The patient is to try the new programs and is consulting with the physician regarding surgical intervention being taken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.